Manufacturer narrative:
Date sent to the FDA: 12/11/2020. Additional information: a2.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the intraperitoneal portion of the old mesh had contracted into a meshoma. It was reported that the patient experienced extreme and disabling pain, inflammation, tearing sensation, digestive issues. No additional information is provided.